Event description:
It was reported that insulin gauge on pump displayed an amount different than expected on a previous day, with pump showing about 40 units while caller believed approximately 90 units had been pulled into cartridge and confirming difference was greater than 30 units. There was no reported impact to the customer¿s blood glucose level. Customer initially resolved issue by loading new cartridge, and technical support later walked customer through detailed cartridge filling steps, confirmed supplies and techniques, and instructed use of new cartridge and syringe; customer was ultimately sent replacement pump, while continuing to use current pump and alternate insulin method if necessary until replacement arrived.